Manufacturer narrative:
Liu, h., wang, j., zhao, y., chen, z., wang, d., wei, m., . . . Ye, x. (2021). Doppler ultrasound and contrast-enhanced ultrasound in detection of stent stenosis after iliac vein stenting. Bmc cardiovascular disorders, 21(42). Doi:10.1186/s12872-020-01840-3.as reported in the literature article by liu, h., wang, j., zhao, y., chen, z., wang, d., wei, m., lv, f., & ye, x. (2021). Doppler ultrasound and contrast-enhanced ultrasound in detection of stent stenosis after iliac vein stenting. Bmc cardiovascular disorders, 21(1), 42. Https://doi.org/10.1186/s12872-020-01840-3, approximately twelve months post stenting with a smart control sds for iliac vein obstruction, a multidetector computed tomography venography (mdctv), a doppler ultrasound (dus), and a contrast-enhanced ultrasound (ceus) demonstrated that one male patient had presence of in-stent isr (isr). The device remains implanted in the patient; therefore, the device will not be available for analysis. A product history record (phr) review could not be conducted as a lot number was not provided.in-stent restenosis (isr), which is commonly associated with the progression of peripheral vascular disease (pvd), is a well-known potential adverse event following stent implantation and does not represent a device failure. Progression of atherosclerosis is an expected outcome of the disease process if not treated appropriately. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Therefore, vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well-known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. Additionally, there is no indication that the event was related to a design or manufacturing issue therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the literature article by liu, h., wang, j., zhao, y., chen, z., wang, d., wei, m., lv, f., & ye, x. (2021). Doppler ultrasound and contrast-enhanced ultrasound in detection of stent stenosis after iliac vein stenting. Bmc cardiovascular disorders, 21(1), 42. Https://doi.org/10.1186/s12872-020-01840-3, approximately twelve months post stenting with a smart control sds for iliac vein obstruction, a multidetector computed tomography venography (mdctv), a doppler ultrasound (dus), and a contrast-enhanced ultrasound (ceus) demonstrated that one male patient had presence of in-stent isr (isr). The device will not be returned for analysis as it was implanted. Additional procedural details were requested but are unknown.